Event description:
Subsequent to the previously filed medwatch report, new information was received as follows: during transportation of the patient from the reporting facility to (B)(6) for surgery, the patient suffered cardiac arrest; however, was still able to undergo surgery. Sometime post surgical procedure, on an unknown date, the patient expired.

Manufacturer narrative:
(B)(4). The reported patient effect of death is a known observed and potential adverse event of stenting procedures as listed in the absolute pro self expanding stent system instructions for use.

Manufacturer narrative:
(B)(4): incorrect removal, indication for use. Evaluation summary: the device was returned for analysis. The difficulty deploying the stent, retraction problems and stent fractures could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted the indications section of the absolute pro biliary self expanding stent system (sess) instructions for use (IFU) states: the absolute pro .035 biliary self expanding stent system is intended for palliation of malignant strictures in the biliary tree. Additionally, it was noted the sess was attempted to be withdrawn as the stent was partially expanded. The stent placement precautions section of the IFU states: do not attempt to pull a partially expanded stent back through the sheath or guiding catheter; dislodgement of the stent from the delivery system may occur. The stent is not designed for resheathing or recapturing. Once the stent has started to deploy, it is not recommended to remove the stent with the delivery system.

Event description:
It was reported that the stent was being deployed in the target lesion in the right superficial femoral artery (sfa). During deployment of the stent, only 2 cm of the stent deployed and the thumbwheel on the handle of the device stopped after making a grinding sound. During withdrawal of the stent delivery system, it was noted that the 2 cm of deployed stent had fractured and was somehow stretched into the left iliacs and the left sfa. Additionally, the left sfa had dissected. The patient underwent surgery for treatment of the dissection and for removal of the remaining pieces of fractured stent. No additional information was provided.